Manufacturer narrative:
(B)(4).

Event description:
Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation; however, data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.